Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, at the initial stapling of the stomach, there was poor staple formation, the staples worked approximately 1 cm after that no staples came out but the knife worked. They had to resect the stomach to include the dysfunctional row of staples to complete the case.